Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen, bupivacaine and 'opiates' in an implanted infusion pump. The patient had a granuloma and "numerous issues with the pain pump." Information was requested for care management. The hcp wanted to know if baclofen and bupivacaine could be left in the pump while dissolving the granuloma. The hcp also wanted to know how long before an MRI should be performed to see if the matter absolved. The pump was also due to expire soon. The hcp thought to remove the pump while the patient waited (if it turned out the baclofen and bupivacaine could not remain in the pump). It was further reported that the pump would be due to expire soon. Additional follow-up could not be performed due to the lack of contact information.